Manufacturer narrative:
(B)(4). Batch # n56h8f. The analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Two ecr45b cartridges reload were received. The cartridge (b) was received fully fired. The cartridge (c) was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, on the first firing the blade did not go forward although the surgeon tried to fire. The surgeon and nurse doubt the battery. On the second firing the blade went to the end of the cartridge, but did not return. The reverse button did not work so the surgeon used manual override to open the jaw. It is unknown how the case was completed. Unknown if there were no adverse consequences for the patient.